Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 7f sheath after an interventional lower extremity procedure. The starclose se clip was deployed. Reportedly, after starclose se clip deployment the patient had pain at the access site. A femoral ultrasound was performed and the starclose se clip was not on the vessel, it was found floating on a hematoma and a pseudoaneurysm was seen. A thrombin injection under ultrasound guidance was used to treat the hematoma and pseudoaneurysm. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information available, a conclusive cause for the reported clip not deployed in the intended vessel location could not be determined. A conclusive cause for the reported patient effects of hematoma, pain and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.